Manufacturer narrative:
The reported events of noise oversensing and mode switch were not confirmed by analysis. As received, a complete lead was returned stretched for analysis. Final analysis did not find any anomalies except for procedural damage and an internal short on the distal portion of the lead.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing, resulting in mode switch episodes. The ra lead was successfully explanted. The patient was stable.